Manufacturer narrative:
Additional information: b5, e1(phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. The first image depicts a patient¿s abdomen during a surgical procedure. The second image depicts the patient with a tube inserted into the abdomen during a surgical procedure. It was reported that a medical complication occurred. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robot-assisted radical prostatectomy procedure, on the last half of the procedure, the patient had a scar on the skin, which was attributed to the robotic arm being nearly fully extended while the patient was in the trendelenburg position. There was no issue with the port itself. Nothing was done to resolve the issue in order to complete the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic procedure (rarp), on the last half of the procedure, the patient had a scar on the skin, which was attributed to the robotic arm being nearly fully extended while the patient was in the trendelenburg position. There was no issue with the port itself. Nothing was done to resolve the issue in order to complete the case.